Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by the nurse to the sales rep that the anchorage screw went through the plate. Surgery was extended a few minutes.

Manufacturer narrative:
The reported incident that locking screw anchorage ø3.0mm / l24mm was alleged of issue s-41 (poor fixation) could be confirmed. The root cause of this positioning issue has been identified as a design issue. The nc (B)(4) has been opened for recurring issue. The threshold defined in the risk management file was not exceeded. Design improvement actions were identified in CAPA (B)(4). Design improvements consist in changing tolerances of the screw head in order to strengthen the connectivity between plate and screws. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported by the nurse to the sales rep that the anchorage screw went through the plate. Surgery was extended a few minutes.